Event description:
The patient has 2 scs leads with the same lot number. It was reported the patient underwent surgical intervention on (B)(6) 2013 to reposition the scs lead deeper as the lead had eroded through the patient's skin and was exposed. It was also reported the lead was repositioned without any components of the scs system being disconnected as well as the patient had excellent coverage post-operative and was sent home on keflex.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.